Manufacturer narrative:
(B)(4)

Event description:
The customer stated: prior to use, asymmetry inflation of the cuff was confirmed. There was no patient involvement.

Manufacturer narrative:
(B)(4). Analysis of the returned sample confirmed it was made to specifications and passed all visual and functional tests and there were no difficulties inflating/deflating the cuff. Additional visual analysis shows that the cuff did not appear to be asymmetrical in shape. A review of the device history record was conducted and there were no non-conformances related to the build of the associated lot. A review of the manufacturing process was conducted and found that the process and inspection steps are in place to detect the reported condition prior to release of the product for distribution.